Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. An olympus field service engineer was dispatched to customer site and confirmed the reported issue. Updated fields: b5, d9, h2, h3, h6 and h11. A root cause could not be identified. Based on the results of the investigation, the most probable cause is component failure; however, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided by the customer: the errors displayed on the screen were scope communication error b30 and e216.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had a scope communication error and no image. The issue was found during set up / inspection for use for an unspecified procedure. There were no reports of patient involvement.